Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. There were no leaks observed. The evaluation revealed the following findings: the bending section cover was damaged and needed replacement and the charged coupled device (ccd) needed replacement. Additionally, the bending section was scratched ad stretched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope failed leak test. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event. During testing and inspection of the returned device, there was no image displayed and the switches were not able to be tested. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Updated: g2, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, as no further event information was reported or is available, however, the issue was likely the result of a faulty charged-coupled device (ccd). Olympus will continue to monitor field performance for this device.